Event description:
The facility stated that the surgeon attempted to implant a aq20101v 3 piece silicone lens. The lens haptic bent prior to insertion into the eye. There was pt contact, but the lens was not implanted. No pt injury. The facility felt the injector caused the haptic to bend as they noticed that the injector had a crack in it. The facility stated that the injector may have cracked during autoclaving as the injector had already been autoclaved several times, but was unsure how many times. The cartridge model was a qa cartridge fp. The facility was unable to provide the lot number for the cartridge.